Manufacturer narrative:
Contaminant appears to be an eyelash located within a recessed cavity on the inner retainer. The remaining inventory for the complaint lot was fully distributed without any further reports of this kind. Review of the complaint history showed no complaints similar to this one. There is no way to confirm that the foreign matter was inside the sterile packaging prior to being opened. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. (B)(4). Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that a black hair was found in the groove of the anterior part of the component.